Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 541, 313, 82 mg/dl when all tests were performed within 1 minute of each other on the aviva system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.